Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 35 pta catheter referenced in event is filed under a separate medwatch report number.

Event description:
This is reported for the unknown abbott guide wire. It was reported that the procedure was to treat a lesion in the aorta via right femoral access with heavy calcification, mild tortuosity and 40% stenosis. The armada percutaneous transluminal angioplasty (pta) catheter was inflated once to 10 atmospheres when the rupture occurred. The catheter got caught on calcium during removal and could not be removed, so a cutdown surgery was performed. The balloon was successfully removed over the wire after pulling the balloon back into the sheath. The balloon and sheath were removed together. Upon inspection of the device, calcium and biological material were observed lodged in the balloon. The patient was hospitalized, but is doing well. The device was received and the distal balloon marker was missing from the armada device. The physician stated he was able to retrieve all of the device from the patient. An unspecified, abbott guide wire was also received and the device was kinked and had been cut and the cut portion was not returned. The account stated that the guide wire was cut intentionally as the balloon catheter was stuck to it and would not come out until the guide wire was cut. No additional information was provided.

Event description:
Subsequent to the initially filed report, the device was received and distal balloon marker was missing from the armada device. The physician stated he was able to retrieve all of the device from the patient. An unspecified, abbott guide wire was also received and the device was kinked and had been cut and the cut portion was not returned. The account stated that the guide wire was cut intentionally as the balloon catheter was stuck to it and would not come out until the guide wire was cut. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the electronic lot history record (elhr),database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device-problem code 1562 removed.